Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states joystick will intermittently change drives by itself, and will randomly stop while driving and say charger plugged in.